Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the jaw broke on the fenestrated bipolar forceps instrument. The fragment was retrieved in the same procedure. The customer performed an x-ray post-operatively. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument and completed failure analysis investigations. Failure analysis replicated the customer reported complaint. The instrument was found to have a broken grip at the distal end of the grip. A piece approximately 0.28" x 0.19" was found to be broken off the yaw pulley. The broken piece was not returned. An additional unrelated observation not reported by the site was also made: the instrument was found to have a bent grip, causing side-to-side misalignment of the grips. There was a .040¿ offset at the tips. The complaint was confirmed and replicated by failure analysis evaluation, which indicates that the instrument may have contributed to the customer reported complaint.